Manufacturer narrative:
(B)(4). Batch number # r57v44. Investigation summary: the analysis results showed that one gst60b cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the surgical procedure being performed? What anatomical structure was device being used on? Were there any issues experienced intraoperatively? Where was the site of the bleeding? How was the bleeding addressed? What is the current patient status?

Event description:
It was reported that post surgery, patient required reoperation due to bleeding of 1.5l blood loss. Hb went down from 15 to 8 applied 30 clips to stop bleeding.